Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device stopped working during the case. The site removed the device and the active blade broke off in the pa's hands. Another device was used to complete the case with no pt consequence.